Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-24313. It was reported the patient experiences ineffective stimulation as a result the patient stopped using her system. The patient desires to have the system explanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.